Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post-operative, the controller ac (cac) adapter did not provide power. The cac adapter was connected to the controller, but no green light was seen. Connections were checked and a different outlet was tried, but no power was supplied by the cac adapter. The cac adapter will be exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the controller ac adapter was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed that the controller ac adapter passed visual examination and functional testing. The controller ac adapter was able to adequately provide power to a test controller. As a result, the reported event could not be confirmed. A possible root cause of the reported event can be attributed to a marginal connection between the controller ac adapter and the electrical outlet. If information is provided in the future, a supplemental report will be issued.

Event description:
The cac adapter was exchanged.